Event description:
User reported that he sustained fractures to his right side tibia and fibula when his foot slipped off the foot plate and he caught it and his leg under the device while driving out a doorway into his back yard in standard function. User stated that he had increased (widened) the distance between the device foot plates in 2009, and that while driving out into his back yard, his food slipped off the foot plate and got caught under the device. User stated that his leg was also pulled under device as the device was moving forward. User was transported to ER by ambulance, but reported that surgery was not required. Fractured bones were placed in a cast for recovery. Note: the user stated that the event occurred in 2009, but was not reported to the company by the user until he called for another reason the following month.

Manufacturer narrative:
The user reported no damage to the device as a result of the reported event. No evaluation was conducted, as there was no reported device malfunction, and the device was not made available to the company for evaluation.